Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
Returned transmitter was visually inspected and confirmed to have cracks in the thermistor and battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer's husband reported that due to the customer's freestyle navigator continuous glucose monitoring system not working properly, he found the customer unconscious and the customer received a blood glucose reading of 38 mg/dl. There was no additional information reported. Attempts have been made to obtain additional information. There was no report of death or permanent impairment associated with this event.